Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges having nasal congestion occasionally and "suspected that this incident is associated with the usage of the device." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleges having nasal congestion occasionally and "suspected that this incident is associated with the usage of the device." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The dreamstation auto CPAP was returned to the third-party service center for evaluation. No foam particles were found; therefore, no components were replaced to correct a malfunction. The device was scrapped. Evaluation method code grid, evaluation results code grid, conclusion code grid are updated in this report.